Event description:
The field service engineer reported a pump with an unk battery problem. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary according the hosp rep. No additional information is available.